Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV", "prosthesis with some folds", "fibronodula mastopaty" and "fibrosis in relation with the periprosthetic capsule" diagnosed with MRI result and pathology. This relates to the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV", "prosthesis with some folds", "fibronodula mastopaty" and "fibrosis in relation with the periprosthetic capsule" diagnosed with MRI result and pathology. This relates to the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device photo evaluation: device photograph(s) for the device related to the reported event of rupture, capsular contracture and crease folding of implant was requested on november 21, 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Capsular contracture-breast: unable to observe since it is not related to the device. Creases/folding of implant-breast: observed, flat creases. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade IV", "prosthesis with some folds", "fibronodula mastopaty" and "fibrosis in relation with the periprosthetic capsule" diagnosed with MRI result and pathology. This relates to the left side. Device has been explanted and replaced with non-allergan.